Event description:
It was reported that the device displayed system fault 41541 five times, which indicates an inoperable latch/lock optic flex sensor. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and could not duplicate the customer reported issue. The investigation found fluid with a strong smell of soy sauce on the main board. The main board was replaced to correct this issue.